Event description:
Procedure type: hernia. According to the reporter: the patient did not have a rash. Patient has had chronic inguinal pain at hernia repair site. Additional information has been requested.

Manufacturer narrative:
(B)(4).